Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) due to oversensing of atrial signals on the ventricular channel causing therapy delivery. It was noted that this started at the time the time patient started having hemodialysis. Technical services (ts) was consulted and reprogramming options were discussed. No adverse patient effects were reported. At this time, this device remains in service.